Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device experienced an ECG bias / cable failure. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an ECG bias / cable failure. There was no patient involvement.